Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified.

Event description:
On (B)(6) 2013, patient reported the infusion set leaked insulin after it had been in use for 1.5 days. The infusion device displayed an e4 occlusion error, and he checked his infusion site and noticed it was wet. He believes the connection between the cannula and adhesive was compromised, and this allowed it to leak. The infusion set was discarded and will not be returned for evaluation. He changed the infusion set, and he did not experience any physiological effects or require treatment for the incident.